Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to apply a clip to the cystic duct and the clips did not completely close. There were no patient consequences. Case completed with another device of the same product code. One device will not be released.

Manufacturer narrative:
(B)(4).